Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 159 mg/dl (compact plus gt) and 84 mg/dl (compact plus gp) no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the compact plus gt. Reference medwatch with (B)(6) for the compact plus gp.